Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer expected blood results are 100-120mg/dl verified the strips expire 04/30/2017. Customer performed back to back blood test, 325mg/dl and 273 mg/dl fasting. Reviewed meter memory: 391mg/dl; (B)(6) 2015; 12:25:00 pm fasting: no, 126mg/dl; (B)(6) 2015; 11:47:00 pm fasting: no, 131mg/dl; (B)(6) 2015; 11:53:24 pm fasting:, 273mg/dl; (B)(6) 2015; 11:57:00 pm fasting: no, 325mg/dl; (B)(6) 2015; 01:54:00 pm fasting: no. No adverse event reported.

Manufacturer narrative:
Internal report#: (B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 325mg/dl and 273mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.